Event description:
It was reported that during patient use, a ventilator generated a "vent malfunction, breath delivery (bd) background failed" message when changing from bipap to ventilation mode. The patient was placed on an alternate ventilator. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device. However, additional information has not been obtained by the manufacturer.

Manufacturer narrative:
(B)(4). Added recall information.

Manufacturer narrative:
(B)(4). The medtronic fse inspected the device and verified the malfunction. The fse replaced the breath delivery (bd) and graphic user interface (gui) printed circuit boards (pcb's). The fse performed extended self-testing on the device and all tests passed.